Event description:
It was reported that during a da vinci partial nephrectomy procedure, the large suturecut needle driver instrument had non-intuitive motion and a cable was identified as being frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip close cable was broken at the distal idlers, resulting in non-intuitive motion, as reported. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.